Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. If additional info is received, a f/u report will be submitted. Definition of eval: no eval will be performed.

Event description:
3m received info from a customer reporting that the 2269t 3m red dot neonatal electrode was intermittently receiving a signal when attached to an infant and could not obtain an accurate heart rate or respiratory pattern. Replacement product was sent to the customer. The affected electrodes have not been received for analysis and only a partial lot number was provided. Without the completed lot number, the quality analyst was unable to determine if this was an affected lot. Corrective action has been put in place due to increased trace complaints for the 2269t product.